Event description:
It was reported during generator change out that the implantable cardioverter defibrillator would not accept the hex wrench. The device was exchanged. The patient was stable and asymptomatic.